Event description:
Customer reported she treated herself with 18 units of insulin 70/30 based upon a compact system blood glucose result of 363 mg/dl, then had results of 118 mg/dl and 87 mg/dl within 10 minutes on the same system. Customer reported no symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.